Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that surgery was extended due to foggy image. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Alleged failure: foggy image. Probable root cause: laser welding seal failure, distal/proximal window solder failure, use error, damage to optical train, damage to needle, damage to distal or proximal windows, contact with shaver or other instrument, moisture intrusion, improper/third party repair, incorrect sterilization method, end of life wear-out due to sterilization method. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence .

Event description:
It was reported that surgery was extended due to foggy image. No adverse consequences were reported.